Event description:
On second attempt to pass the wire back into the ebus needle, the tip broke off outside the pt. Here the info that was reported to me by the nurse in the room: "I was unable to advance wire back into ebus needle after a pass was completed. Air and water were flushed through to ensure that needle did not just have a clot and both went through fine. On the second attempt to pass the wire, the tip broke off outside the pt."